Manufacturer narrative:
Clarification to h10 related report numbers: it has been identified that this record, mrn, is a duplicate of mrn 9617229-2023-16598. Please see mrn 9617229-2023-16598 for reportable events.

Event description:
It has been identified that this record, mrn, is a duplicate of mrn 9617229-2023-16598. Please see mrn 9617229-2023-16598 for reportable events.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that this complaint is a duplicate record. This complaint record will be unreported.